Event description:
The international distributor of cryocyte freezing containers reported a cryocyte bag that broke at the central port during thawing. About 1 ml product was lost into the overwrap as a result of the break but the remainder of the product was administered to the pt, who did not receive additional antibiotic therapy as a result of the break. Engraftment was positive and no adverse impact was reported relative to the break. The bag, with a fill volume of 60 ml, had been stored in liquid nitrogen vapor phase for 2 months. The donor tubing was sealed with a single heat seal. A freezing press was used to remove air from the bag. A controlled rate freezer was used and cryopreservation and storage were done in metal cassettes (15.6 cm x 23.0 cm for bag, total height 28.7 cm). An overwrap bag was used. Filling of the bag and cryopreservation were done at the same facility. Thawing is done in a 37 degree c waterbath within the overwrap bag. The customer was not aware of any damage, deviation from standard procedure, or recent changes that might have contributed to the break. The broken bag was discarded by the customer and therefore, is not available for evaluation by baxter.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.